Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's low blood glucose was 69 mg/dl later blood glucose was 54 or 45 mg/dl. Customer's high blood glucose at time of incident was over 300 mg/dl sometimes over 500 mg/dl. Customer declined troubleshoot for high blood level and low readings. The product was returned for analysis.